Event description:
Diagnosed with arthritis of the hip and had depuy hip (pinnacle) placed in (B)(6) 2007 (r) hip. Since having prosthesis, pt has experienced debilitating pain which ultimately led to her retirement as a school teacher. Has had pain for 3 years as well as cyst formation in her groin and elevated cobalt and chromium levels. Well aware of the recent recall for depuy's asr prosthesis. Thinks she had reaction to metal. On (B)(6) 2010, hip was replaced with a ceramic/poly insert. States not all of initial hip was removed, thinks just the outer shell and stem were replaced. Also had (l) hip replaced at this time as well due to increasing arthritic pain. Dates of use: (B)(6) 2007 - (B)(6)2010. Diagnosis or reason for use: arthritis hip (pain). Event abated after use stopped: yes.